Event description:
It was reported to philips that the leds on a known fully charged battery (B)(4) were not lit and that calibration attempts on the battery would fail. There was no reported patient involvement.